Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the saphenous vein graft (svg) to right coronary artery (rca). During procedure, after a non bsc guidewire was advanced, a 2.5 x 12 emerge¿ balloon catheter was advanced for pre-dilatation. A 3.50 x 28 synergy ii stent was then successfully delivered and deployed into the distal svg. Subsequently, a 4.00 x 28 synergy ii stent was also advanced and deployed; however, post-deployment, it was noted that the balloon of the stent delivery system (sds) would not completely deflate. The sds was removed from the patient's body and attached to the stent delivery system was a previously implanted stent. The name and size details of the explanted stent were unknown. Post dilatation was then performed with a 3.5 x 20 nc emerge¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient felt great, was stable with good angiographic results.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the sds was returned with 0.014'' guidewire inserted inside the wire lumen of the sds and sds was loaded inside a guide catheter. A stent was returned separated from the sds and it was damaged the entire length with stent struts stretched and it appeared as if there was biological matter attached to the stent struts. The balloon body was reviewed and the balloon wings were relaxed confirming that positive pressure was applied. As part of the analysis, inflation of the device was attempted. The inflation device was verified at 16 atmospheres rated burst pressure (rbp). The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon inflated without any issues noted and deflated within 8 seconds which is within specification. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. Visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the saphenous vein graft (svg) to right coronary artery (rca). During procedure, after a non bsc guidewire was advanced, a 2.5 x 12 emerge¿ balloon catheter was advanced for pre-dilatation. A 3.50 x 28 synergy ii stent was then successfully delivered and deployed into the distal svg. Subsequently, a 4.00 x 28 synergy ii stent was also advanced and deployed; however, post-deployment, it was noted that the balloon of the stent delivery system (sds) would not completely deflate. The sds was removed from the patient's body and attached to the stent delivery system was a previously implanted stent. The name and size details of the explanted stent were unknown. Post dilatation was then performed with a 3.5 x 20 nc emerge¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient felt great, was stable with good angiographic results.